Manufacturer narrative:
An event of device-related thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported thrombus could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as medications were administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 28mm amplatzer amulet left atrial appendage occluder was implanted in the patient. The patient's activated clotting time (act) levels during procedure was 268s and heparin was administered. On 18 aug 2025, on follow up transesophageal echocardiogram (tee) a device related thrombus (drt) was found on the disc of the device. The thrombus appears on the to be a fiber like thrombus visualized on the disc adjacent to the coumadin ridge. The patient was reportedly compliant with dual antiplatelet therapy (dapt) therapy. The patient was placed on eliquis 5 bid for 6 months and will undergo an additional transesophageal echocardiogram (tee) at the end of the treatment cycle. The patient was reported stable.